Event description:
A user facility reported a saline bag back filled during recirculation mode. A pt was not connected to the machine at the time of the incident. The issue could not be duplicated and the machine is back is service.

Manufacturer narrative:
Field service investigation was not performed. Customer stated the issue could not be duplicated, and the machine was returned to service. The reported issue of filling of saline bag is addressed by CAPA. A device history record review was conducted and confirmed that there were no deviations or nonconformances during the mfg process. Product labeling, material, and process controls were within specification.